Event description:
The following incident was reported: (1) an aide was filling portable liquid oxygen unit (companion 1000) from a c41 in a pt's home. (2) the c41 quick connect froze open and leaked liquid oxygen during fill. (3) no injury occurred. Note: the co determined that this incident was MDR reportable on march 30, 1999. The co inadvertently failed to submit this report within the required 30 days.